Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient still didn't have efficacy. It was reported that the patient would eventually need a MRI. The rep at attmepted to program modified hd and ld settings for the patient as they were doing "okay" with it. They eventually devided to stay with hd since the patient didn't really like the ld settings. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that all electrodes paired with electrodes 0, 1, 8, and 9 were out of range. It was reported that the therapy measurement for groups b <(>&<)> e were > 4000 ohms. It was also reported that the patient had experienced a loss of therapy. The manufacturer representative planned on reprogramming the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported after additional reprogramming, there was no change in efficacy. The cause of the high impedances was not determined and the lack of coverage was not resolved. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977a275 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2017 product type lead product ID 977a275 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative (rep). It was reported that on (B)(6) 2017 the patient had a revision (system replaced) due to the high impedances and loss of therapy. The patient's leads were in the cervical area, and when the lead was pulled one of the electrodes "popped off", and is still in the patient's cervical epidural space. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no evidence of significant anomalies. Analysis of the lead ((B)(4)) found the conductor on the distal end was broken and was pulled out/off. Analysis of the lead ((B)(4)) found the conductor on the distal end was broken. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Concomitant medical products: product ID: 977a275, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID 97791, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there were high impedances on contacts 0 ¿ 1. Reprogramming was attempted without the bad contacts to see if the patient could achieve good coverage. The patient did not get good therapy coverage with the reprogramming and was not receiving coverage on the correct location. It was reported that the manufacturer representative planned on meeting with the patient to attempt reprogramming again. No further complications are anticipated.